Event description:
It was reported that the patient¿s second implant in (B)(6) 2012 had to be repositioned because it was breaking through her skin in (B)(6). It was breaking through ¿where this one was now,¿ and that is why they removed it and had a new one implanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), product type extension; product ID 748951, serial # (B)(4), product type extension; product ID 3999, lot # j0511493v, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative.